Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as pain and discomfort. The patient states that they have a hematoma on their chest that the lv bothers, recent broken ribs from CPR and bruising on his back from the vibration box due to sensitivity and blood thinners. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician, but there is no indication of medical intervention. Reporting out of an abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.